Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. .

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 3.1 centimeters in size and located in the right upper lobe abutting the pleura. The procedure was completed as planned with no delays. Upon regaining consciousness after anesthesia, the patient complained of chest discomfort and difficulty breathing. A chest x-ray revealed a moderate-sized pneumothorax, prompting the placement of a chest tube to resolve the issue. The patient remained hospitalized for 72 hours until the pneumothorax resolved, then the chest tube was removed, and the patient was subsequently sent home. The physician believed that the pneumothorax was not ion-related, but rather, procedure-related, and it would have likely occurred via another modality. There was no device malfunction associated with the event.